Event description:
It was reported there is a striking ring on the end of the helical blade inserter, that will not come off when trying to clean the instrument. Complaint issue was found post operatively and prior to washing. There was no impact to the patient and the instrument worked as normal during surgery. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A service history of the past three years has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the striking ring would not come off clean. The repair technician reported the alignment nut was damaged, and the cover sleeve was badly damaged. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit. A product development evaluation was completed: a helical blade inserter (357.372 lot 6690123) was received with a jammed alignment indicator. The instrument is unable to be disassembled as the indicator will not release from the guide shaft. The drawings for the inserter were reviewed and were found suitable to determine the intended device design, application and dimensional conformity. The 2.0mm locator pin is used to align the alignment indicator with the guide shaft. The alignment indicator is not intended to be struck with a hammer; therefore the pins have not been designed to be able to withstand the resulting force. In order to fully insert the helical blade, light hammer blows may be necessary on the back of the coupling screw. Clear witness marks are present on both ears of the alignment indicator and are consistent with a deformed pin. An inadvertent blow to the indicator would either shear off the locator pin, which would allow the indicator to spin freely, or deform it, which would jam the indicator onto the guide. After reviewing the related product drawings, complaint history and risk analysis, the design is adequate for its intended use and did not contribute to this complaint condition. The instrument did break so the complaint is confirmed. This complaint condition is the result of repeated hammering and a cumulative sum of multiple miss-stuck hammer blows to the alignment indicator which the device is not designed to withstand. The returned condition of the device reveals that the method of use rather than any design deficiency has resulted in this confirmed complaint. The device is determined suitable for its intended and recommended use. (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.